Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent a tka surgery for oa with the attune device. During cutting 4 faces of a bone, the saw capture in question fell out when the surgeon was chamfering posterior of the bone. It was confirmed that the red plastic part of the saw capture had been broken. The cause of the breakage is unknown, but it is considered that the red plastic part of the saw capture got damaged when some sort of force was applied to the saw capture. There were no broken fragments left in the patient¿s body and no effect on the patient. The surgery was completed successfully with no surgical delay.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the device associated with this report was returned for examination. After photographic evidence review, it can be observed a fragment of the locking button broken from the rest of the part. This, will impede device to lock into the chamfer block. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.